Manufacturer narrative:
The actual device was discarded by the involved facility, however the facility provided a photo of the involved device. Based on the photo provided it was observed that the sampling line branching out of the oxygenator blood inlet port had a circular hole at a point adjacent to the female connector. A retention sample was also evaluated. Visual inspection found no anomalies in the appearance. The packing configuration in the unit box found there is no packing material coming into contact with the segment where the actual sample had a hole on the sampling line. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no evaluation of the actual device, the cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded

Event description:
The user facility reported a leak in the manifold switch of the capiox device. Follow up communication with the user facility confirmed the following information: during preparation, when the system was filling up a leakage occurred; (the leakage was on the manifold switch; there was a hole with the diameter of 1.5-2.0 mm; the silicone part was cut off and replaced with a similar size tube; the procedure was completed successfully; and there was no patient involvement.